Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii retention plate failed to capture the suture and the plate bent. The sales rep stated that a second expressew iii retention plate was loaded and experienced the same issue. The sales rep stated that loading instructions were followed. The customer's expressew iii needle white plastic tab broke off the device prior to use on the patient. The customer's versalok deployment gun engaged, but then did not disengage. The sales rep stated that when the trigger was pulled, there was a loud audible crack. The surgeon had to use a mallet to unlock the device. The case was completed by removing the second expressew iii retention plate and using a grasper to get the suture and removing the versalok deployment gun from the patient. There was no patient harm, but a two minute delay to finish off the case. The two expressew iii retention plates and the expressew iii needle were discarded by the customer. The versalok deployment gun is being returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.